Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large needle driver instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer-reported complaint. Visual inspection was performed, and no grip misalignment was observed. No issues with the manual articulation of the instrument's inputs were observed. The grip tips moved accordingly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. No gripping issues were observed during in-house testing. The grip tips held the needle in-house without any issues. The bumper test was performed and passed. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large needle driver instrument was not holding needle correctly and it was turning the wrong direction. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.